Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received ilet low-glucose alerts and the ilet report showed a brief blood glucose nadir of 67¿68 mg/dl lasting approximately 30 seconds; the user ingested about 12 grams of soda crackers in response and denied perceiving low glucose symptoms. Symptoms included asymptomatic hypoglycemia. Outcomes included no medical intervention, no assistance from others, and no hospitalization. Investigation included review of device-reported glucose data and user interview for troubleshooting and education. Investigation of this case revealed no device malfunction findings and an unclear cause for the transient hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.